Manufacturer narrative:
E1. Initial reporter phone: (B)(6) since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31095389l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheterand the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After pulmonary vein isolation (pvi) was performed, the routine cavotricuspid isthmus (cti) line was created. After that, during the right atrium mapping under sinus rhythm as a routine, the patient remarked, ¿I feel sick¿. Blood pressure dropped to the 70s and cardiac effusion was confirmed by the sound star eco catheter. Pericardiocentesis was performed. Steam pop occurred after pvi was performed while creating the routine cti line. Patient required extended hospitalization. Medical history/treatment/other diseases currently being treated include malformation of a coronary artery. The physician believes that the adverse event might have been caused by the steam pop. The patient has improved. Cardiac drainage was performed in addition to pericardiocentesis. Patient required prolonged hospitalization (adverse event occurred (B)(6) 2023 and discharge was (B)(6) 2023).